Event description:
It was reported that a suspected high voltage circuit was detected. Multiple vf episodes were observed due to noise however, before the shock was delivered all of them return to sinus. The patient complained about receiving several shocks. The lead was capped and replaced.

Manufacturer narrative:
(B)(4).